Event description:
Additional information received reported that the patient was reprogrammed for better coverage. The manufacturing representative ¿gave an hd program.¿

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # va09h3g, implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va097pn, implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the muscle in the patient¿s left arm was feeling an ¿electric poke¿ instead of a stimulation sensation for the last three weeks prior to the report. The patient had surgery for her knee that she thought might have been the issue but it was still feeling that way. The sensation started suddenly. If the patient increased stimulation she felt the poke so she had to keep stimulation low to be comfortable. The patient was going to meet with the manufacturer¿s representative (rep) on (B)(6) for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.